Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had an explant procedure on (B)(6) 2019 and the ipg was damaged due to the use of monopolar electrocautery. The ipg was put into surgery mode prior to the procedure, but was still damaged.